Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels for the past month. Patient stated his blood glucose levels were up to 500 mg/dl. Patient's normal blood glucose range was not provided. Patient reported he corrected the elevated blood glucose levels on his own by administering insulin via syringe. Mother stated it was as if the insulin was not being administered in spite of increasing the number of units of insulin. Patient and parents think the insulin did not enter in the body although the patient administered a bolus. Patient reported the infusion device has not displayed any error messages and they have not noticed any insulin losses. Mother stated the last catheters they have received are shorter than the catheters the patient uses. Patient has been controlled by the doctor since 2 weeks ago and has not experienced any more hyperglycemia. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and infusion sets for evaluation.